Event description:
The customer reported that the connector of the three gang large bore stopcock cracked. The customer reports they have individual packages of the 2c6218, and are manually assembling it between the 2c8519 clearlink continu-flo solution set and the 2c8606 clearlink extension set. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation, therefore, the reported condition cannot be confirmed and no assignable root cause could be determined.